Event description:
Internal auto-tamp mechanism locked up half way during deployment causing the "plug" to pull out of the patient. Failed closure device. Hemostasis achieved through manual pressure and the use of a femostop. No harm to patient.